Event description:
Attending interventional radiologist for this patient called me regarding images obtained with the power injector being unacceptable. He said the injectors are "non-functional" and he is concerned that we are at risk for missing findings due to the injector's inability to completely fill the vessel. He is also concerned that we are at risk for non-target embolization due to lack of appropriate images. Nemoto has been contacted several times in the last several months regarding these issues dating back to last year. There are a total of three press duo injectors in ir. Manufacturer response for power injector, press duo elite (per site reporter). We have not had any response from the manufacturer related to our complaints. The providers are concerned about the lack of quality with this product.